Event description:
A customer reported obtaining imprecise sequential readings on their meter. The customer reported that they obtained readings of 257 mg/dl and 42 mg/dl within 10-minutes timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is the final report. The complaint was not confirmed and no new issues were observed, all results were within range specification.